Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a persistent increase in pacing impedance and alerted for out of range high measurement. Loss of capture was noted. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.